Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break is confirmed but the exact cause remains unknown. One video sample and one photo sample were provided for evaluation. The video sample showed a user holding onto a 4 fr groshong nxt catheter with the inlaid stylet. The user is holding the catheter via the stylet flushing hub and is applying downward force on the catheter shaft. A complete break in the catheter was noted at the region near the distal end of the hub metal cannula. The photo sample provided depicted a product label indicating lot: reft4473. Based on the information provided, possible contributing include tensile (pulling) damage, stylet damage and damage during handling. The characteristics of the damage observed could not be closely inspected from the video provided. Since a complete break in the catheter was visible, the complaint is confirmed; however, the exact factors contributing to the event remain unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that after unpacking and pre-flushing during placement of the catheter, the head nurse found that the catheter was ruptured. Due to concern about the quality of the catheter, a new catheter was used. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that after unpacking and pre-flushing during placement of the catheter, the head nurse found that the catheter was ruptured. Due to concern about the quality of the catheter, a new catheter was used.